Event description:
This customer reported that they disagreed with a shock advisory decision given by his defibrillator during a cardiac arrest. The involved patient died, but the relationship of the device to the outcome has not yet been determined.

Manufacturer narrative:
This customer reported that they disagreed with a shock advisory decision given by his defibrillator during a cardiac arrest. The involved patient died, but the relationship of the device to the outcome has not yet been determined. A follow-up report will be submitted after philips obtains more information about this event.